Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that after the initial implant attempt, oversensing/noise was observed that was thought to be due to either a loose connection or a setscrew problem. The physician elected to explant and replace the device. No patient complications have been reported as a result of this event.